Event description:
Pt reported that the lap-band system is "broken and has collapsed." This was first noticed when the pt reported going in for a fill and the "band didn't take the fill." Healthcare professional confirmed the report that a lap-band tubing has a "leak." The pt also reported "gaining weight." The lap-band system has not been removed or replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based on the model number, serial number, and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the product at this time.